Event description:
Customer reportedly received results of 42 mg/dl and 197 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.